Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that, twelve years after a total hip arthroplasty had been performed, the sl-plus standard stem 7 non-cemented fractured on the neck while the patient was jumping on a trampoline. A revision surgery was performed on (B)(6) 2023 to address this event. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed. 03/21) states "implant component fracture" as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. However, excessive shock and strain and active sports and heavy labor can contribute to the mentioned event as potential risk factors. Also jumping on a trampoline is probably not recommended after a total hip arthroplasty. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received. Corrected data: d4 (lot number), d8 (not serviced by 3rd party), g4 (510k not applicable).

Manufacturer narrative:
Additional information: b5 (describe event or problem), d6a (implanted date).

Event description:
It was reported that, after a tha had been performed on (B)(6) 2006, the patient experienced an acute onset of immobilizing hip pain when jumping on a trampoline. The sl-plus standard stem 7 non-cemented fractured on the neck. A revision surgery was performed on (B)(6) 2023 to address this event. The patient is in good course after the surgery.

Manufacturer narrative:
It was reported that, twelve years after a total hip arthroplasty had been performed, the sl-plus standard stem 7 non-cemented fractured on the neck while the patient was jumping on a trampoline. A revision surgery was performed on 13-mar-2023 to address this event. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed. 03/21) states "implant component fracture" as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. No clinically sufficient data was provided to perform a medical investigation. The patient impact beyond the reported implant fracture and subsequent revision cannot be determined. Reportedly, the patient¿s current health status is: "the patient is in good course after the surgery". The performed investigation does not lead to an accurately determined cause. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. However, excessive shock and strain and active sports and heavy labor can contribute to the mentioned event as potential risk factors. Also jumping on a trampoline is probably not recommended after a total hip arthroplasty. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, twelve (12) years after a tha had been performed, the sl-plus standard stem 7 non-cemented fractured on the neck while the patient was jumping on a trampoline. A revision surgery was performed on (B)(6) 2023 to address this event. The patient's current health status is unknown.